Manufacturer narrative:
The device was explanted. Upon additional information this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock due to oversensing. The patient was hospitalized and tachycardia therapy was deactivated. Technical services (ts) discussed recommendations for troubleshooting's steps and noted that if artifacts cannot be reproduced and the secondary vector shows eligible sensing qualities, to keep the secondary sensing vector as a permanent sensing configuration. Ts noted that the device has recorded three treated episode and three untreated episode and were caused by sudden loss of cardiac signal in combination with non physiological artifacts and baseline shifting. The device was planned to be explanted due to the patients physician discomfort and the patient being afraid more shocks would be delivered. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock due to oversensing. The patient was hospitalized and tachycardia therapy was deactivated. Technical services (ts) discussed recommendations for troubleshooting's steps and noted that if artifacts cannot be reproduced and the secondary vector shows eligible sensing qualities, to keep the secondary sensing vector as a permanent sensing configuration. Ts noted that the device has recorded three treated episode and three untreated episode and were caused by sudden loss of cardiac signal in combination with non physiological artifacts and baseline shifting. The device was planned to be explanted due to the patients physical discomfort and the patient being afraid more shocks would be delivered. To date the device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the describe event or problem field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock due to oversensing. The patient was hospitalized and tachycardia therapy was deactivated. Technical services (ts) discussed recommendations for troubleshooting's steps and noted that if artifacts cannot be reproduced and the secondary vector shows eligible sensing qualities, to keep the secondary sensing vector as a permanent sensing configuration. Ts noted that the device has recorded three treated episode and three untreated episode and were caused by sudden loss of cardiac signal in combination with non physiological artifacts and baseline shifting. The device was planned to be explanted due to the patients physician discomfort and the patient being afraid more shocks would be delivered. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited inappropriate shock due to oversensing that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.